Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; pieces of glass missing at fracture; the metal cap exhibits melting at the outside window; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits mild devitrification at the output window; the metal cap exhibits mild detritus adhesion; the metal cap shows crystal deposits on metal surface. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
Joules used: 11,147. Time expended: 02:47 minutes. The fiber tip (cap) was not cleaned during the procedure.

Event description:
It was reported that during a prostate procedure "excessive fiberlife" was observed. The physician converted to an alternate procedure (button). Patient outcome "no injury" was reported.